Event description:
Ventilator screen went black and started alarming in the room and outside the room. A visitor at the bedside stated they saw a spark from the ventilator at the plug into the wall when this occurred.